Manufacturer narrative:
(B)(4). Evaluation results are: a review of CT¿s from 16 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renals. There was a marginal proximal neck; <(><<)>5mm length. The stent graft proximal od measured ~29mm, and 10mm lower was ~31mm (p-a). The infrarenal neck/aortic body were angulated 50 deg a-p relative to the distal aorta, and the suprarenal angulation measured 40 p-a. The ipsi limb was seen placed distally into the proximal portion of the right common iliac artery, and the contra limb was implanted into the mid-length of the left common iliac. The right internal iliac was stented and the left internal iliac was stent and coiled. The max diameter aaa measured 8.5cm and no obvious endoleak was observed. The bifurcate aortic body contained significant thrombus (5 ¿ 9mm thickness) lining the stent graft ID down to the level of the flow divider. No stent graft thrombus was seen within either limb, and distal to the limbs no thrombus was observed. No stent graft kinks or compression, or any other issues were observed. The cause of the aneurysm expansion could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. Although no proximal type I endoleak was observed, the proximal seal appeared marginal due to short neck. The cause of the type iii fabric endoleak observed during the open repair could not be determined. The reported type ii and type iii fabric endoleak were not seen on the films provided, and the films just prior to the open repair were not available for review. The type ii endoleak was anatomy related. The cause of the thrombus observed within the bifurcate aortic body could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 8.6 cm abdominal aortic aneurysm. It was reported that on an unknown date, the physician coiled the lumbar arteries to treat a type ii endoleak. Follow up CT scan done on an unknown date showed aneurysm enlargement. The physician elected to take the patient to the operating room and surgically ligate the lumbar arteries that were feeding the aneurysm. During the open procedure, the physician discovered two endoleaks from the endurant stent graft. One endoleak was on the anterior side just above the flow divider; the other endoleak was on the ipsi-lateral limb. Per the physician, both endoleaks appeared to be coming from the suture line along the stents of the stent graft. The physician then sewed the aorta directly over the stent graft to stop the endoleak. The lumbar arteries were also sewed over. The post-operative CT scan showed no evidence of endoleak from the stent graft. Per the physician, the cause of type iii fabric endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.